Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The zero degree endoscope plus has been returned and evaluated by the failure analysis (fa) team. Fa codes were added indicating a detached fragment. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message displaying failed self test. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visual inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all buttons. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was visually inspected and found with leaks at housing. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the 0-degree endoscope plus was plugged in, message states "internal check failed". The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The missing material/damage occurred outside of the procedure. It was not used while within the patient. No fragments fell in the patient. Patient has not returned to the hospital.